Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients and orders were not crossing over to multiple stations. A technical support specialist dialed in to the server and ran the downtime structured query language (sql), which executed successfully, noticed that the carefusion coordination engine (cce) time was not current with the server time, verified that the disconnected flag was set to 0, then restarted the following services database synchronization service 1.0, external messaging, maintenance, and net services. After the restart, ran the downtime structured query language (sql) query again, and it executed successfully with all messages current and no delays noted, logged into health sight viewer (hsv) and confirmed there were no patient or order delays, also logged into patient encounter system (pes) and verified that patients and orders were populating correctly, called the customer to report that the issue appeared to be resolved and requested verification. The customer confirmed there were no remaining issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server patient and orders were not crossing over on multiple stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.